Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 11 months. (Calculated from the date when the system controller was issued to the patient.) The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient accidentally disconnected from all power sources and the pump stopped. The patient was reportedly symptomatic; however, the patient's symptoms were not specified. It was noted that the patient had been experiencing some changes in mental status. The patient was exchanged to a system controller with a backup battery which was felt to be safer for the patient due to his mental status.

Manufacturer narrative:
(B)(4). The system controller was returned for evaluation. The review of the system controller log file revealed that the system operated routinely with no notable change to the pump speed, power, or voltage and the power cable disconnect/low voltage advisory alarms were associated with routine power exchanges. The log file revealed a single power interruption (a complete loss of power) event, which occurred when the patient accidentally disconnected power cables from the power source and the pump stopped. The system controller was functionally tested and was found to function as intended during analysis, even while supported by either power cable independently. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the change in the patient's mental status was unrelated to vad therapy. The patient disconnected the system controller from both power cables and the patient was concerned why he did it, after he did it. The hospital staff considered changing treatments (starting dialysis, etc.) In order to improve the patient's mental changes. The hospital staff saw the pump stoppages when they interrogated the system controller. When the pump stopped, the patient was symptomatic and experienced lightheadedness and diaphoresis.